Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (ctni) patient result was obtained on a dimension rxl max with hm instrument. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician. The same sample was reprocessed the same day on an alternate dimension xpand instrument and a lower correct result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
MDR 2517506-2020-00014 was filed on 15-jan-2020. Additional information (03-feb-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (ctni) result on the dimension rxl max with hm instrument. Hsc evaluated the information provided and the instrument data files. No issues with the dimension rxl max with hm instrument or ctni assay were identified. The cause of the discordant ctni results is unknown. The instrument is operational. No product non-conformance identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.